Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the output port was broken.

Event description:
It was reported the output port was broken. The epg (external pulse generator) was returned for repair. There was no patient involvement.